Manufacturer narrative:
Patient and device details were not made available as of the date of this report. (B)(4).

Event description:
Per the audiologist, the patient experienced recurring infections at the abutment site and subsequently was administered IV antibiotics for a six week period. The patient is being managed by the health care provider.